Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 132 mg/dl. The customer stated that the device may have been exposed to sweat from her bra. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had a cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.